Event description:
The customer received questionable high glucose and cholesterol results for an unknown number of samples since june or july. Specific data was only provided for one patient sample which was reported outside the laboratory. The initial glucose result was 9.04 mmol/l with a data flag and the repeat result was 5.76 mmol/l. The patient was not adversely affected. The glucose reagent lot number was 684479. The expiration date was requested, but not provided. All maintenance was performed, the assay calibrated and precision testing performed.

Manufacturer narrative:
Information concerning the specific part number and serial number involved in this event was requested, but not provided. This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine specific root cause. It was determined the issue began when the customer started using a specific make of sample tubes and all discrepant results were generated from these sample tubes. The customer was advised to discontinue use of these tubes.